Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported ¿ rupture and capsular contracture baker grade iii for right side¿. The device has been explanted.

Event description:
Healthcare professional reported right capsular contracture baker grade iii, no right rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation is observed. Crease is observed. Wear abrasion is observed. Yellow particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿ rupture and capsular contracture baker grade iii for right side¿. The device has been explanted.